Manufacturer narrative:
Investigation summary: leakage. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Syringe connectivity issue: batch history analysis was performed, quality notifications and maintenance records were verified where no fault-related records were found. The samples were analyzed and it was possible to identify a deformity in the first thread of the luer lock thread (syringe tip). This deformity causes the difficulty of coupling the equipment to the syringe. We evaluated the injector and the mold and found a gap in the mold rack assembly (device used to extract the nozzle). The problem was corrected by replacing the screw that was causing the slack in the rack assembly per maintenance order 602235281.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: *notivisa* some 20 ml luer lock syringe of bd is not threading/connecting to needle (both aspiration needle of bd and plexus anesthesia needle of the braum). And as results, occurs a leakage of the content and contamination of the solution.